Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, assisted the customer with the reset, and confirmed that the malfunction code did not recur afterward. The customer was instructed to continue using the pump and to call back if any malfunction code reappeared, which the customer acknowledged and understood.